Event description:
The manufacturer received information alleging a ventilator's ac inlet connector was damaged during transport. There was no pt harm or injury. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.